Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09-aug-2025, the user reported that after disconnecting the ilet device for exercise, the housing separated near the sleep/wake button. When attempting to restart, the screen displayed white and was unresponsive to touch. Blood glucose was not affected. No medical intervention was required. A replacement device was arranged.